Manufacturer narrative:
One photo was provided for evaluation; unable to confirm the complaint of could not inject drug through the blue clave from the photo provided. The reported complaint cannot be confirmed from the photo provided. Lot history review was not performed as no lot information was provided.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that the customer could not inject the (unspecified) drug through the blue clave on the burette. There was patient involvement and no patient harm.